Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device exhibited atrial undersensing in managed ventricular pacing (mvp) mode, as well as far field r-wave (ffrw) oversensing. The device will be reprogrammed, and remains in use. No patient complications have been reported as a result of this event.